Manufacturer narrative:
A review of the manufacturing documentation associated with this lot# 82214951 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported a blue/aviator/plus 6x15/142p pk renal artery stent was unloaded during implantation, and the doctor pressed and retracted it into the guide catheter. The stent dislodged in the patient. There was no reported patient injury. There were no anomalies noted when the device was taken out of the package. No anomalies were noted during or after the device was prepped. The device was resterilized. The device was prepped following IFU instructions. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot# 82214951 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported a blue/aviator/plus 6x15/142p pk renal artery stent was unloaded during implantation, and the doctor pressed and retracted it into the guide catheter. The stent dislodged in the patient. There was no reported patient injury. There were no anomalies noted when the device was taken out of the package. No anomalies were noted during or after the device was prepped. The device was resterilized. The device was prepped following IFU instructions. The device will be returned for evaluation.

Manufacturer narrative:
A blue/aviator/plus 6x15/142p renal artery stent was unloaded during implantation, and the doctor pressed and retracted it into the guide catheter. The stent dislodged in the patient. There was no reported patient injury. There were no anomalies noted when the device was taken out of the package. No anomalies were noted during or after the device was prepped. The device was resterilized. The device was prepped following IFU instructions. The product was returned for analysis. One non-sterile unit of a blue/aviator/plus 6x15/142p stent delivery system was received for analysis inside a plastic bag. Per visual analysis, the balloon profile seemed to have been previously inflated. Also, the balloon exhibited characteristic stent marks left by the stent indicating the stent was, at a certain time, properly mounted on the aviator balloon as expected. Neither stretched conditions on the inner body of the unit nor any other anomaly was observed on the unit. A product history record (phr) review of lot 82214951 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (although unknown) or procedural factors may have contributed to the event as evidenced by the stent not being mounted on the balloon during analysis. However, the balloon exhibited characteristic stent marks left by the stent indicating the stent was, at a certain time, properly mounted on the aviator balloon as expected. According to the safety information in the instructions for use ¿contraindications generally, contraindications to percutaneous transluminal angioplasty (pta) are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Warnings patients with highly calcified arterial lesions highly resistant to pta may not be suitable for this implant. Precautions prior to use, the product should be examined to verify functionality and integrity.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.